Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the fill tubing process when attempting to set up a new infusion set and reservoir. The customer's blood glucose was 106 mg/dl. While troubleshooting, the customer stated that insulin did not exit with manual plunger push. The customer replaced the infusion set, but the issue persisted. After assembling a new reservoir with the same infusion set, the insulin pump no longer alarmed no delivery with a manual prime. The customer was advised that changing the reservoir resolved the issue. The customer was advised that the insulin pump was working as designed. The customer was advised that replacement supplies would be sent. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.